Manufacturer narrative:
Lot and serial numbers of the disposable devices not provided by the complainant, therefore the expiration date is not known. Serial number of the radio frequency controller not provided by the complainant. The devices are not being returned therefore, a failure analysis of the complaint devices cannot be completed. Lot numbers of the disposable devices not provided by the complainant, therefore the manufacture dates are not known. Device history record (DHR) review was unable to be conducted for the disposable device or the radio frequency controller as identification numbers were not provided by the complainant. Based on the information obtained to date, no direct correlation can be made between the reported event and the novasure system. According to the instructions for use (IFU) warnings: use caution not to perforate the uterine wall when sounding, dilating, or inserting the disposable device. If the disposable device is difficult to insert into the cervical canal, use clinical judgment to determine whether or not further dilation is required. The novasure system performs a cavity integrity assessment (cia) test to evaluate the integrity of the uterine cavity, and sounds an alarm warning of a possible perforation prior to treatment. (B)(4).

Event description:
Note: see associated medwatch manufacturer's report number 1222780-2010-00081. During an attempted endometrial ablation the physician sounded with a suresound device and then had several unsuccessful cavity integrity assessment (cia) tests with 2 novasure disposable devices. The physician then did a hysteroscopy and a "6-8mm perforation was seen at the fundus just lateral to the midline". No treatment was needed for the perforation and the procedure was aborted. The patient was observed for an extended period and "discharged home in stable condition". A hysteroscopy and dilatation and curettage (d&c) were performed prior to the attempted ablation. It is not known when this perforation occurred or what instrument may have been the cause.